Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation post implant. A new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the <<description>> for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation post implant. A new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned for analysis.